Event description:
An initial report was received on 02sept2009 about a surfix standard screw, 3.0 mm diameter (product number 285118snd) where the head of the screw broke off. The physician was performing a mpj (metatarsal phalangeal joints) fusion on a "young" male patient utilizing a 2.0mm drill with a 3.0mm screw in dense cortical bone. It did not chamfer. The physician over torqued the drill and the head of the screw broke off. Patient injury was not reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.